Manufacturer narrative:
(B)(4). Added additional information the device was received with the jaw damaged on the right side. The jaw had the right proximal side out of alignment. The I blade was inspected and it was found in good visual conditions. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged top jaw. We were unable to verify the cutting performance of the blade because of the condition of the top jaw. The device was returned inside a trocar, a probable cause of the damage to the jaw could be not closing the jaws before withdrawing the device from the trocar.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy, the grasping force was higher than expected and the device had a difficulty in cutting at the beginning of operation. The jaw was broken with a loud noise during dealing with uterosacral ligament. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.